Event description:
It was reported that following the implantation of a retroarc sling, the patient experienced continued incontinence. The patient will be treated with percutaneous tibial nerve stimulation (ptns) for urge incontinence. No further patient complications were reported in relation with this event.